Manufacturer narrative:
The device was not returned for evaluation and the device history record was not reviewed. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. Additional product codes: kra, dqe, dqo.

Event description:
It was reported that vasopresser medication backed up to the vip port of a swan ganz catheter into the swandom and onto the bedsheets, after patient was transferred to ICU. It was determined that the catheter was curled in the rv and needed to be replaced. A kink at the thermal coil was noticed after removal of catheter. The clinician assumed that the kink occluded the vip lumen which prevented the pressers from passing through. Catheter was checked prior to insertion and no defects were found. It was noted that anesthesia had difficulty placing the catheter in the or and took the team several attempts to successfully place it. Catheter was replaced successfully and there was no patient harm.